Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -6.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer lenth lens due to low vault. The problem was resolved. Cause reported as unknown.